Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing overstimulation on the left side when they move their right arm. The issue goes away when the stimulation is off. The patient underwent surgical intervention where the physician replaced the right extension to address the issue.